Event description:
The following has been reported: biomed reported: makes weird noise and gives cassette error. Instead of making the suction sound it is making a weird buzzing noise when cassette first loaded then gives cassette error message. Biomed was able to run one infusion but then will not let biomed run another one. No suction noise at end just a weird buzzing sound then cassette message. (B)(6) 2025- pins were cleaned before test infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a mechanical hardware failure (av sticky valve). Upon return, the device exhibited a red pump alarm at start and fva pins would not cycle. Log files indicated a sensor hardware failure (downstream air sensor). Investigation found damaged wires on the fva motor which was the cause of the error. Removed and replaced the fva motor and performed functional testing. Rear cover o ring was found to be pinched and will be replaced during the repair process. No other damage found.